Event description:
Emts responded to a call and connected the device to a (B) (6) pt using quick pads in paddles mode and four lead ECG cables in manual mode. The pt was defibrillated twice and the device left on the stretcher during transport when it was reported to switch to advisory mode on its own, reached a shock advised decision and prompted care givers to stand clear. Care givers stood clear of the pt and observed that the device was not shocking the pt. Users turned the device off for approx a minute and turned it back on and observed normal operation. The pt did not survive the event.

Manufacturer narrative:
(B) (4). The device event record was downloaded and reviewed by physio-control's clinical specialist. Clinical review determined that the device use did not contribute to pt outcome since it did not show the device switching to advisory mode on it's own to reach shock advised decision. The device is getting returned to (B) (4) and analyzed at the failure analysis center. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.